Event description:
It was reported that bd nexiva sp with maxzero 'valve' defect. The following information was provided by the initial reporter: an emergency room nurse at the châtellerault site has sent us a report concerning the defective nature of a device supplied by your company. The device in question is a nexiva® secure IV catheter with extension, reference (B)(4), which has resulted in an aes. Circumstances of occurrence/ description of facts when performing a blood test on a nexiva catheter, the valve was defective, creating a hemotoma at the point of function, resulting in an aes for the caregiver. Clinical consequences observed: valve became non-functional with significant oedema (B)(6) 2025 in the case of the incident mentioned above, the patient suffered: loss of a functional venous line due to hematoma + hemorrhage.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 383559 and lot number 4156836. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.